Event description:
It was reported that this pacemaker entered into safety mode and it was recommended to be explanted at a surgical intervention. At this time the pacemaker has been explanted and has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker entered into safety mode and it was recommended to be explanted at a surgical intervention. At this time the pacemaker has been explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.